Event description:
"Chunky" yellow growth in 2 flats of k2edta tubes. Lot number b230633g, exp 9/30/2024. This was removed from use. Lot number b230533h, exp 8/30/24, also shows growth as well. All were removed from stock. Reference report: mw5145602.